Event description:
A customer reported unexpected negative reactions on the 3_cell assay on galileo echo instrument (B)(4).

Manufacturer narrative:
A review of the 3_cell images showed that negative results were obtained in all wells. Cell 3 is positive for anti-k. Cell 3 appears visually positive. Repeat testing was performed. A review of the 3_cell images showed that positive (3+) results were obtained in cell 3. Visually, the well appears positive. Cells 1 and 2 are visually negative. A review of the (B)(4) image files showed that positive results were obtained with cells 2 and 11. Equivocal reactions were obtained in cells 6 and 7. The results were changed to positive by the customer. Cells 2, 6, 7 and 11 are k positive cells. All positive cells visually appeared positive. The customer concluded that the unexpected reactivity was due to contaminated strips. The first time these samples were run, the same strip pouch was used for testing and gave negative results. Repeat testing with a different pouch of the same lot as well as other lots gave the expected reactions. The customer was made aware that all negative antibody screen and ID results on the echo were to be visually inspected. This issue was communicated to customers in technical communication (B)(4) on (B)(6), 2009. The product is performing as expected.